Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level over 900 mg/dl, diabetic ketoacidosis, and coma. The customer reported that she was unknowingly disconnected from the device which caused her blood glucose level to rise. The customer reported that she first had a blood glucose level of 500 mg/dl that kept rising. The customer reported that she was not wearing the insulin pump at the time of admission, but that hospital staff put it back on her after she was out of intensive care. The insulin pump was not replaced or returned for analysis.